Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the ceramic insulation on the hook was missing. The ceramic insulation likely broke and fell off of the cautery hook. The missing fragment was not returned with the instrument. Electrical continuity testing was performed and passed. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the missing insulation, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci hemicolectomy procedure, the isolator on the tip of a permanent cautery hook was lost. The fragment was retrieved. Nothing reportedly fell into a patient and the planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.